Manufacturer narrative:
Technician found the cause to be a bad head up valve. The technician replaced the head up valve to resolve the issue.

Event description:
Technician alleged that the head of the bed will not go up. No patient impact.